Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon performed a partial knee arthroplasty procedure on (B)(6) 2015 using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. During the case when burring, there is a stereotactic resistance when trying to contact the burr to the bone. When larger force is applied, the burr "breaks" through the resistance and contacts bone.

Manufacturer narrative:
Reported event: an event regarding a breaking through peg hole haptics, involving sw- rio upgrade pka 2.5.6.1, catalog: 209233 was reported. Method and results: device history review: not performed as the device being inspected is software. Rio serial number not reported. Complaint history: based on the device identification (pn 209233) the complaint databases were reviewed from 2011 to present for similar reported events regarding breaking through peg hole haptics. There were no other reported events for the listed catalog number. Conclusion: device inspection could not be performed, no session data was provided. Three communication attempts were made. Session files were not provided for evaluation.

Event description:
The surgeon performed a partial knee arthroplasty procedure on (B)(6) 2015 using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. During the case when burring, there is a stereotactic resistance when trying to contact the burr to the bone. When larger force is applied, the burr "breaks" through the resistance and contacts bone.